Event description:
It was reported that a balloon deflation issue occurred with a unspecified ranger drug coated balloon.

Manufacturer narrative:
Device is a combination product (B)(4) - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).